Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the station was stuck on a blue screen and the keyboard did not function well. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen and the keyboard did not function well. The technical support specialist confirmed with the customer that the issue has been resolved by turned off and turned on back on the switch from back of the station. The system functioned as intended after the technical support specialist troubleshot the device.